Event description:
Elderly female with history of hypertension and recent chest pain and shortness of breath. Procedure: right and left angiography and left heart catheterization. When the rotawire was removed from the packaging, it was bent. Device not used on the patient. Manufacturer response for catheter, coronary, atherectomy, rotawire¿ and wireclip¿ torquer (per site reporter). Will obtain.